Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have damaged conductor wire insulation at the yaw pulley. There was no fragmentation of the insulation, and the internal conductor wires were exposed. There may be missing pieces, but the size of the missing pieces cannot be confirmed. Although the conductor wire insulation was damaged, the internal wire was not broken. The instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint was confirmed by failure analysis. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted prostatectomy radical w/lymphadenectomy surgical procedure, maryland bipolar forceps had insulation breaking off at the tip. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the internal wires were exposed due to damaged insulation. The reporter was unable to confirm if there was loss of cautery or arcing or signs of thermal damage associated with the damaged cable or wire. The instrument was inspected prior to use and there was no damage observed. The reporter was unable to specify the surgical task being performed when the issue was identified, there was no known collision with other instruments. The procedure was completed as planned with no harm or injury to patient. No fragments fell inside the patient's anatomy as a result of the damage.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. A return material authorization was issued to the customer requesting to have the device returned.